Event description:
A report has been received on an event of a suspected dialyzer reaction. The facility was contacted for additional information. In speaking with the rn clinical manager, it was learned the following: this pt is new to dialysis, having only received 3 prior treatments. Additionally, it was reported that when she underwent dialysis, she experienced symptoms of itching and a rash. As a result, the pt received 25 mg intravenously of diphenhydramine. The pt reportedly still had symptoms of itching. The unit turned the ultrafiltration off and gave another 12.5 mg intravenously of diphenhydramine. As a result of the event, the pt was prescribed a different brand of dialyzer. Of note is that the rn reported that this pt requests diphenhydramine for anxiety. It was also reported that currently there is no itching with use of the new dialyzer. There is no sample and lot is unk.